Event description:
It was reported that bd safety-lok bd disposable syringe with bd luer-lok tip leaked at the connection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Four sealed 3ml safety lok packaged syringes were received and confirmed to be from batch #8122590 (p/n 309606) ¿ a syringe-only product. Based on the complaint description the leakage observed was at the syringe connection with a needle. This is a no needle syringe and the needle component used is unknown. The syringes were removed from the individual syringe packages and visually evaluated. The barrel tip and luer had no signs of damage or molding issues that would cause leakage when connected to a needle. No defects were observed. The visually evaluated syringes were paired with a standard needle via luer lok. Each syringe was filled with liquid then the liquid was expelled. No leakage was observed. The reported defect was not identified in the samples received. No corrective actions recommended since product defect was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: describe event or problem: it was reported that bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip leaked at the connection. There were 5 occurrences of this event. No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip leaked at the connection. There were 5 occurrences of this event. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip leaked at the connection. No serious injury or medical intervention was reported.